Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapies were not reported. The patient was hospitalized for the event. It was unknown if a peritoneal effluent culture was preformed. The cause of peritonitis was due to the flu. Treatment was not reported. The patient recovered from this peritonitis event. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Additional information received from a nurse: the nurse clarified the cause of peritonitis was that the patient did not wear a mask and not due to the flu. Per the additional information received, it was determined that the peritonitis resulted from a breach in aseptic technique. As a result, the minicap is no longer a suspected product. All further investigations of this event will be documented in report number 1416980-2013-09724.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number gd893578. No exceptions were observed that were related to the reported condition. (B)(4).